Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation on (B)(6) 2003 due to stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent abdominal sacrocolpopexy, bladder biopsy and release and partial excision of sling (B)(6) 2004. On (B)(6) 2006, the patient underwent implantation of advantage sling.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and on (B)(6) 2004 and on (B)(6) 2006 and a sling and advantage slings were implanted. It was not clarified which product was implanted on which date. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary incontinence, urinary frequency, nocturia, and diarrhea.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary incontinence, urinary frequency, nocturia, and diarrhea.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal of sling on (B)(6) 2004 due to pain, urinary disturbances and infections. The patient underwent implantation of advantage sling to treat ongoing stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05268. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urodynamic stress incontinence, detrusor overactivity, incontinence and incomplete bladder emptying. No additional information was provided.